Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 4cm malignant stricture in the middle esophagus during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tight and was not dilated prior to stent placement procedure. According to the complainant, the stent was able to be fully deployed, however, it was observed that the stent did not expand. Reportedly, the doctor waited for 5 minutes but the stent still did not expand. The stent was removed using forceps and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.